Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer. Facility for evaluation; therefore, the investigation was limited.

Event description:
Bit was reported that the d microtainer® sst¿ had erroneous results. No serious injury or medical intervention reported.